Event description:
It was reported that the customer was hospitalized for low blood glucose levels. No glucose levels were reported. Troubleshooting was performed and the insulin pump revealed that all the settings were correct. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.